Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 456 mg/dl while using the infusion sets. His normal blood glucose range is 80-155 mg/dl. The patient bolused through the infusion device to lower his blood glucose. The patient changed the infusion set every other day due to elevated blood glucose. He noticed the infusion set was wet and when he changed the headset he found the bent cannula. He is not sure if the insulin leaked at the infusion site or the tubing connection. The infusion sets were inserted manually. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.